Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "...one of the 2 was found to be defective, non-permeable. The catheter pressure is increased during connection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported bd q-syte luer access split septum had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "...one of the 2 was found to be defective, non-permeable. The catheter pressure is increased during connection".